Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio determined that the cause of the reported issue was due to the therapy pcb assembly. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and observed that diode, designator cr44 is electrically shorted which bypassed the 5 ohm current limit resistor and damaged many components. This caused the device to not be able to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that the service indicator is present and there are event codes logged in the device's memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed an "abnormal energy" message during device charging and the device did not discharge any defibrillation energy.

Manufacturer narrative:
The initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the service indicator is present and there are event codes logged in the device's memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed an "abnormal energy" message during device charging and the device did not discharge any defibrillation energy.